Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports (B)(4) through (B)(4).

Event description:
It was reported that three closure tops stripped during final tightening intra-operatively. The closure tops were removed and replaced with additional closure tops. There was a delay of 30 minutes, but there were no patient impacts. This is report one of three for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hex is stripped as well as damaged threads. Root cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during closure top insertion, cross-threading, or using a stripped driver. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three closure tops stripped during final tightening intra-operatively. The closure tops were removed and replaced with additional closure tops. There was a delay of 30 minutes, but there were no patient impacts. This is report one of three for this event.